Event description:
The company received on 03/12/2010, that a patient expired on (B) (6) 2010, while the device was in use. The device was being used on a patient with multiple unspecified health issues. The patient was being cared for by a home care provider at the time of the reported event. The caller reported that during an unspecified time the patient became very distressed and expired. The caller suspects that the oximeter and other unspecified support equipment may have been tampered with during the time of the event. At this time, the caller has confirmed there is no allegation of a device malfunction.

Manufacturer narrative:
The device is not being made available for investigation since there is no allegation of a malfunction. The caller has confirmed suspicion of use error and that a criminal investigation is being conducted. No further information will be made available. The serial number was provided and the service history record for this device was reviewed for similar complaints. No relevant complaints were found in the device service history record. Information has been added to the database.